Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported an unexpected software exit from synergy cranial s7. The navigation system had been left on at the navigate screen overnight. The medtronic representative did a re-boot and the system functioned as expected. There was no patient present as this occurred outside of a procedure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Investigation has not been completed.